Manufacturer narrative:
On (B)(6) 2019. On (B)(4) 2019. The customer was able to re-test the unit using the manual as a guide to address the reported issue, no part was replaced. The unit successfully passed the required performance verification test.

Event description:
The customer reported a failed pvt (performance verification test) air flow accuracy test failing air flow at baseline, measuring between + 1 to -0.9 lpm. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.